Event description:
A us distributor contacted zoll to report that a patient developed a dry skin chaffing under the lifevest equipment. Patient described the area as dry and irritated skin under the electrodes. The patient reported being in a rehab facility, but there is no indication of medical intervention. Reporting out of the abundance of caution. There was no alleged device malfunction contributing to the irritation. It's unclear if the nurse who spoke with support services applied any creams or ointments to the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.